Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported the inserter device does not work properly. Patient stated the device sometimes does not release the cannula and then sometimes it releases the cannula unintentionally. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.